Event description:
It was reported that this inflatable penile prosthesis would not fully inflate as the pump stopped working. The device was removed and replaced. No further patient complications were reported.